Event description:
It was claimed that device failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According of received service report, the nozzle unit on air gas module was found broken. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Provided photo confirmed physical damage of the nozzle unit. It remains unknown when the nozzle units were last replaced and whether the customer is following the specified replacement intervals. Therefore, the root cause has not been determined. The UDI information is not available since the device was manufactured before 2015.